Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02775. It was reported that during an ipg replacement (see related manufacturing number 1627487-2021-13653) on (B)(6) 2021, one of the leads was accidentally severed by the physician. As a result, the severed lead was explanted and replaced during the same surgical procedure, resolving the issue. It is unknown which lead was severed, so both devices are being reported.